Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and that during the study index procedure, the physician experienced difficulty tracking the precise 10 x 30 stent to the right internal carotid artery (rica) target lesion and could not cross/access the lesion. A 7 mm. Angioguard embolic protection device was used. During the procedure there was an interruption of flow distal to the target lesion and the patient experienced hypotension, hypoperfusion, and bradycardia which were treated by administration of a neosynephrine drip. During the procedure the patient experienced symptoms of: aphasia, confusion, and left sided paralysis. A diagnosis of transient ischemic attack (tia) was made. The patient's neurological status returned to normal baseline within 5 minutes with no residual effects. No further attempts were made for revascularization at that time. The target lesion was treated by balloon angioplasty only-no stent was implanted. The residual stenosis was 30%. There was no reported patient injury. The patient was discharged two days after the procedure. The patient was asymptomatic for the procedure. The rica target lesion was reported to be: an 80% stenosis, 30 mm. In length, 6 mm. Reference diameter, moderately calcified, severely tortuous, and eccentric.

Manufacturer narrative:
Complaint conclusion: the report received from the sapphire study indicated that during the index procedure, the physician experienced difficulty tracking the precise 10 x 30 stent to the right internal carotid artery (rica) target lesion and could not cross/access the lesion. The lesion was reported to be moderately calcified, severely tortuous, and eccentric with an 80% stenosis. An angioguard embolic protection device was used. During the procedure there was an interruption of flow distal to the target lesion and the patient experienced hypotension, hypoperfusion, and bradycardia which were treated by administration of a neosynephrine drip. The patient also experienced symptoms of: aphasia, confusion, and left sided paralysis. A diagnosis of transient ischemic attack (tia) was made. The patient's neurological status returned to normal baseline within 5 minutes with no residual effects. No further attempts were made for revascularization at that time. The target lesion was treated by balloon angioplasty only-no stent was implanted with a residual stenosis of 30%. There was no reported patient injury. The patient was discharged two days after the procedure. The patient was asymptomatic for the procedure. The patient's medical history includes hyperlipidemia, coronary artery disease and hypertension. (B)(4): the product was not returned for analysis. (B)(4). Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion, hemodynamic depression and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00393 and #1016427-2012-00098.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00393 and #1016427-2012-00098.